Event description:
A vaxcel pasv mini port was being placed for therapeutic purpose in 2005. During placement, as the peelable sheath was being peeled approximately three-quarters of the way down, one side of the sheath tore off before the other. The physician needed to use forceps to be able to tear the rest of the sheath away in order to complete the procedure.